Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report

Event description:
The patient contacted lfs alleging that his one touch ultra meter had missing segments. He took no actions following use of the reported meter. As he could not read the result on the reported meter, he went to see his physician. A result of 165 mg/dl was obtained on the physician's meter and the patient received no treatment. The patient obtained a result of 177 mg/dl on his father's meter 20 minutes following the test performed on the physician's meter. The patient usually tests his blood glucose level four times a day and take insulin based on a sliding scale. The customer service representative confirmed missing segments on the reported meter display. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event met the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, control solution, and test strips were replaced.